Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving an unspecified low reading when compared to another adc meter. The customer further reported being hyperglycemia on (B)(6) 2019 and experienced nausea and ¿feeling bad¿. Customer self-treated with insulin and saline (type/dose unknown) and then had contact with a healthcare professional. An unspecified reading was obtained on the hcp meter and the customer was diagnosed with hyperglycemia and administered insulin and serum (type/dose unknown) intravenously for treatment. There was no report of death or permanent injury associated with this event.